Event description:
It was reported that out of range issues occurred between the transmitter and pump. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.